Event description:
It was reported that prior to the start of a da vinci-assisted colostomy closure surgical procedure, site encountered a system message about the patient side cart (psc) failing to connect to vision side cart (vsc) and the boom was disabled. Errors 307 and 170 were reported by the site and the psc power button was blinking blue. Technical support engineer (tse) walked the site through a hard power cycle and checked the blue fiber cable connections on all carts with no change. The blue fiber cable from the psc was moved to the spare blue fiber cable receptacle on the back of the vsc with no change. Tse reviewed the logs but no 307 errors were found. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.